Event description:
Surgical residents using an endobutton cl to fixate the acl graft in the femoral tunnel. Tunnel was drilled 6mm deeper than the total graft length to allow for turning radius of the ebcl. Surgeon felt the endobutton pop through the femur as usual. Competed the tibial fixation. Knee was examined after the fixation and before patient was awakened. Patient was sent to recovery room where a post-op x-ray was taken and it was discovered that the endobutton was positioned in the femoral tunnel rather than on top of the femur. Sales rep. Called to determine what options were open to the surgeon for fixating the graft in the tunnel. Patient was scheduled for 2nd surgery to complete the fixation. Interference screw was the planned fixation. Sales rep. Stated that the revision surgery was not performed. After review, the surgeon decided to forgo the placement of a screw and opted to put the patient on conservative rehabilitation.